Manufacturer narrative:
Further investigation found the issue was related to a software update.

Event description:
The customer contacted stryker to report their device was rebooting. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the device and was able to verify and duplicate the reported issue. Investigation determined the device cannot be repaired.

Event description:
The customer contacted stryker to report their device was rebooting. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.